Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with their continuous glucose monitoring program. The customer had not received errors but the sensor glucose readings had been both high and low. The customer was not treating based on the sensor glucose. The sensor had been off for 3 months. The customer reported that they had a blood glucose level of 37 mg/dl while the insulin pump was reading sensor glucose of 94 mg/dl. The customer's current blood glucose level was 67 mg/dl while the current sensor glucose level was 111 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer treated the low blood glucose with food. Troubleshooting was performed and it was noted that the customer had bent cannulas with the previous sensor. The customer declined troubleshooting for the bent cannula. The customer was advised to monitor and call back if issue persists. The device will not return for analysis.